Event description:
Within the tortuous iliac artery, the deployment of the contralateral leg graft landed short of the desired landing zone. In order to extend the length and achieve a more secure seal of the vessel, an iliac leg extension was deployed distal to the contralateral leg graft. Viewing of the final angiogram did not detect the presence of any endoleak.